Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had an air in line issue. Per reporter, the patient had to present to the emergency department (ed). The event occurred while in use with patient and at the patient's home. There was patient involvement, and no patient harm/adverse event reported.